Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A review of the pump history indicated that time and date resetting had occurred which could not be duplicated during testing.

Event description:
This complaint is being reported as a malfunction due to the alleged inaccurate date/time issue. Reportedly, the patient left the battery out for 30 minutes. When the new battery was replaced on the animas pump, the time/date was found to be inaccurate with the factory default. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.